Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient broke out with a rash underneath the lifevest. The rash had broken skin. The patient reportedly developed that rash after beginning to use a medication that has rash development as a side effect. Follow-up attempts were unsuccessful and it is unknown whether the patient required medical attention.